Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the follower app was not displaying data. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of the follower app not displaying data. The root cause was determined to be a structured query language (sql) error on the patient device. The reported issue of the follower app not displaying data is reportable based on the finding of an sql error.